Event description:
Vessel sealer malfunctioned during robotic case. Alarm was set off that the instrument was not working. Upon inspection, noted blade unable to retract back to its normal position when used to cut tissue. No parts of instrument were left inside patient. Instrument is intact of its parts. Replaced with a new vessel sealer. Manufacturer response for endowrist one single use instrument vessel sealer (si), endowrist one single use instrument vessel sealer (per site reporter): numerous reports re these devices but no response from mfg.